Event description:
It was reported the customer received a no delivery alarm during a bolus. The customer's blood glucose was 368 mg/dl. Troubleshooting found insulin was unable to exit during a fixed prime and the insulin pump alarmed no delivery. It was also found insulin was unable to exit with a push plunger and there was greater resistance than normal. Customer was advised their reservoir/infusion set connection may be severed. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.